Manufacturer narrative:
Obstruction/occlusion of the coronary arteries. Method: actual device not evaluated. Additional manufacturer narrative: partial or total occlusion/obstruction of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of technical miscalculation during valve implantation and is not related to a product malfunction. In this case, the device was not returned to edwards for analysis as it remains implanted in the patient. At this time, no definitive conclusions can be drawn regarding the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. (B)(4).

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this 19mm bioprosthetic aortic heart valve was implanted during a procedure. A coronary artery bypass grafting x 1 was performed to allow the valve to sit without obstructing flow to the coronary sinuses. At this time, the right coronary artery was noted to be very close to the post and, upon removal of the aortic cross clamp, it became clear that the right ventricle was not contracting well due to poor flow within the right coronary artery. A vein graft was performed and the patient was subsequently weaned from bypass. Transesophageal echocardiogram confirmed good function of the bioprosthetic aortic valve with no paravalvular leaks observed. The patient was transferred to the cardiac surgery intensive care unit in critical but stable condition where she was later discharged on post-operative day #5.